Event description:
It was reported that upon removal of the catheter, the balloon was separated from the catheter. The indwelling piece was removed successfully with a goose neck snare. No further complications were reported.